Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown; captured as awareness date. (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: the device functioned properly in the initial procedure. Leakage occurred from the staple line of the common port of the feea. It is unknown if it was the distal end or the proximal end. The formation of the deployed staples at leak site was unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a transverse colectomy of feea, leakage occurred about a week after the surgery. Colostomy was performed to stop leakage. The patient¿s condition is stable after the colostomy. No further information is available.